Event description:
It was reported that prior to transport, the cardiosave intra-aortic balloon pump (iabp) had a full internal tank of helium but "later" the tank was near empty. After arrival to patient destination, the tank was near empty. A loaner iabp was requested and delivered. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse removed the console from the cart and performed pump simulation for 30 minutes and internal helium remained full. However, when the fse performed the leak test, it failed. The fse examined the helium tank mount and changed the yoke gasket and performed the leak test again, and the leak test passed. The fse also examined the previous helium tanks, and the tank valve stem did not fit properly with iabp helium control knob. This would cause helium tank to not open properly. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to transport, the cardiosave intra-aortic balloon pump (iabp) had a full internal tank of helium but latter the tank was near empty. After arrival to patient destination, the tank was near empty. A loaner iabp was requested and delivered. There was no patient involvement, and no adverse event reported.